Manufacturer narrative:
The account found the CPR cables were bent and being pulled when the head section was at a certain degree. The account adjusted the CPR cables to repair the bed.

Event description:
The account alleged when the head section is raised to 45 degrees or higher the head section will lower like the CPR release has been pulled when he presses the head down switch at the siderails.